Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 27mm aortic bioprosthetic valve due to infection. The valve was sent for culture and the results were positive for aspergillus. The patient experienced shortness of breath/tiredness as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported organism (aspergillus) could be rendered non-viable to the sterilization process during manufacturing. Therefore, it is unlikely that the organism originated from the device and/or manufacturing valve process. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.